Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-05273. It was reported the pt has fallen on several occasions. The pt is having severe back pain and believes the pain is due to him falling. Allegedly, the doctor found a compression fracture in the pt's spine. It was also reported the pt experiences overstimulation at the ipg site that radiates to his opposite buttocks. An impedance check revealed no anomalies. The pt is wearing a turtle shell brace at this time, and will use the scs sys at a low level.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.